Manufacturer narrative:
Dissection, as listed in the promus IFU, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effect and the relationship to the products, if any, cannot be determined, there does not appear to be an indication of product quality deficiency. The second 2.5 x 12 mm promus (part 1009539-12b, lot 9031061), is being filed under the same MFR#.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in 2009, a 3.5 x 12 mm promus was implanted in the proximal lad and two 2.5 x 12 mm promus stents were implanted at the proximal diagonal/mid lad bifurcation. Distal dissections occurred at the edge of both promus stents at the bifurcation lesion; therefore, two additional 2.5 x 08 mm promus stents were implanted for treatment.